Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, it was found that the ultrasonic transducer detached from insertion tube of the subject device. The procedure was canceled and rescheduled.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is highly possible that the connection between the control body and the serpentine part was disconnected for some reason. It is unlikely that the relevant part will come off due to deterioration over time, and it is highly possible that it is caused by an external force. There is a possibility of physical damage due to impact etc. As a way of applying external force, but since it seems that there are no noticeable dents or tearing of bending section rubber on the appearance, the force in the twisting direction is continuously applied to the relevant part. It is probable that this occurred because it moved in the direction of disconnection due to the addition of. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-jun-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.